Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the pt and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices were listed in this report: unk trident acetabular cup, unk 10 deg x3 poly liner & unk alumina ceramic 36mm +5 head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that "pt called to report that she is experiencing thigh pain. Was wondering if components are made with any nickel content. Has followed up with her doctor and to date can not determine cause of her pain. They have prescribed her anti inflammatory medication and physical therapy. Pt will be going for a bone scan in the near future."